Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. It was noted that no autopsy was performed and device was not explanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the patient¿s expiration and heartmate 3 lvas, serial number (B)(6), cannot be conclusively determined through this evaluation. The account communicated that the patient expired on (B)(6) 2020. The patient¿s expiration was not considered to be device-related and no alarms or clinical symptoms were reported in association with the event. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation and no further information was provided by the account. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.